Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The tandem user guide states, "keep the transmitter and the pump within 20 feet of each other without obstruction.¿

Event description:
It was reported that intermittent losses of out of range issues occurred between the transmitter and pump. Reportedly, the customer did not have the transmitter and pump in range of each other. The customer's blood glucose level was 42 mg/dl. Customer addressed bg by consuming carbohydrates. Reportedly, the customer continued to use pump for insulin therapy.